Manufacturer narrative:
According to the complaint description it was noticed that the subglottic port was split. A theoretical investigation was conducted, as no photo/sample and no further information was available to date. No verification of defect possible to date. The production data is not known because of the lack of the batch number. The port can be damaged if the syringe is inserted too tightly. However, this might be also an injection molding defect, which is very rare. Further investigations are done within a CAPA.

Event description:
During patient assessment it was notice that the subglottic suction port has a crack on the side where the port closes. No harm to the patient reported.